Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the explant of the transcatheter valve, the severity of the paravalvular leak was moderate and the aortic stenosis was classified as severe.

Event description:
Additional information received indicated that the event resolved approximately 13 days following the valve explant and replacement.

Manufacturer narrative:
Updated data: b3, b5, d6b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven and a half years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for acute heart failure secondary to aortic stenosis and paravalvular leak. The patient was initially treated medically; however, continued to worsen and surgical intervention was required. The surgical intervention included right axillary cannulation, placement of a right femoral arterial line, an ascending aortic replacement, an aortic valve replacement with a non-medtronic valve, a transverse aortic arch graft with hypothermic circulatory arrest/antegrade cerebral perfusion circulation management, and a left atrial appendage resection. Subsequently, the patient's hospital course was complicated by an acute kidney injury on chronic kidney disease. Renal function improved and diuresis could be resumed. Endocrinology was consulted for improved glycemic control. The patient was discharged to a skilled nursing facility in stable condition. No additional adverse patient effects were reported.